Manufacturer narrative:
Investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "image remains black" was confirmed, and further defects were detected. In total the following defects were detected: 1. There is no image. As already mentioned, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the cause of the described fault is electronic component failure on the circuit board which caused the camera head to stop functioning. Should new or additional relevant information become available, we will resume the investigation accordingly. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that image remains black. When connecting to the monitor, yellow vertical stripes appeared on the monitor. Now the monitor recognizes that the d-blade is connected, but the image is completely black. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).